Event description:
It was reported that the right atrial (ra) lead may have fractured and the right ventricular (rv) lead was experiencing high impedances and may have fractured. They system was removed and replaced with a single chamber implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion was received measuring 45.5 cm and a distal portion was received measuring 45.5 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Continuation: d154awg, implantable cardioverter defibrillator, 2006-(B)(6); 5076, implantable pacing lead, 2002-(B)(6). (B)(4).